Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported poor image resolution was due to problems with imaging. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening while locked and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During deployment of the xtw mitraclip, the clip arms opened to approximately 30 degrees when turning the actuator knob to expose the pin groove. The clip was implanted in place. Two additional clips were then implanted. The procedure ended with mr reduced to grade 3. No additional information was provided.